Event description:
Medtronic rec'd info that approx four hrs after ECMO had been initiated, a stopcock in the circuit leaked. The ECMO tech attempted to tighten the stopcock and it broke. The tubing was clamped, the connector was replaced and within four mins, ECMO support was restored. Customer reported no harm to the pt. The broken stopcock/connector from the incident will be sent by the customer to an independent lab for analysis and the results shared with medtronic.

Manufacturer narrative:
Analysis: the product is not available for eval. The customer has stated the stopcock/connection will be sent to an independent laboratory for analysis. The results of this independent testing have not been rec'd. Conclusion: without the return of the product, or results of testing from another source, we are unable to determine the cause of the incident.